Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred in unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings from his adc freestyle libre sensor than readings received on a competitor¿s meter. It was further reported that on an unspecified date he made the following comparisons: sensor: 5.6 mmol/l (101 mg/dl) vs meter: 2.1 mmol/l (38 mg/dl) and sensor: 27.3 mmol/l (492 mg/dl) vs meter: 16.8 mmol/l (303 mg/dl). It is unknown how much time may have elapsed between these comparisons. Customer reported experiencing a loss of consciousness and self-presenting to a hospital where he was diagnosed with hypoglycemia and treated with a glucagon via intravenous infusion and two doses of grape sugar gel. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Sensor plug was fully seated. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. The complaint was not confirmed.

Event description:
Customer reported receiving higher readings from his adc freestyle libre sensor than readings received on a competitor¿s meter. It was further reported that on an unspecified date he made the following comparisons: sensor: 5.6 mmol/l (101 mg/dl) vs meter: 2.1 mmol/l (38 mg/dl) and sensor: 27.3 mmol/l (492 mg/dl) vs meter: 16.8 mmol/l (303 mg/dl). It is unknown how much time may have elapsed between these comparisons. Customer reported experiencing a loss of consciousness and self-presenting to a hospital where he was diagnosed with hypoglycemia and treated with a glucagon via intravenous infusion and two doses of grape sugar gel. No additional treatment was required. There was no report of death or permanent injury associated with this event.